Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a scheduled procedure. Prior to the procedure, the helix failed to extend from the right ventricular lead. The lead was not used. There were no patient consequences.